Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, while preparing the iol for implantation, the plunger passed over the lens and pinched the posterior haptic upon exit. Due to the unavailability of an iol with this diopter, the patient was discharged without the iol implantation (aphakic eye), and a similar iol implantation was scheduled soon. No patient harm. Additional information has been received stating no patient contact with company product.